Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received the hrm task did not grant motor power in reasonable time as well as blank display. Customer¿s blood glucose level was 67 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer was assisted with performing displacement test and the test results was passed. Customer stated that they explained bumping or dropping insulin pump can cause motor related insulin pump errors. Customer states alarm occurred during bolus delivery. Customer was assisted with rewinding the insulin pump. Insulin pump error did not occur during rewind. Customer was assisted with self test and the test was passed. Customer states the insulin pump went blank then came back on. Customer states the display was blank less than 30 seconds and then returned. Customer was advised to inspect battery cap for damage or corrosion. Customer states battery cap was neither damaged nor corroded. Troubleshooting was performed for blank display and insulin pump error. The insulin pump will not be returned for analysis.